Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fluid leak was not confirmed; however, the pump failed the activation test. Review of manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinder was visually inspected, leak tested, pressure tested and microscopically examined; no visual damages were found upon inspection. The cylinder passed all tests performed. The momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested. The tubing was identified to be cut down to the pump block; however, no leaks were present. The tubing was not returned for analysis. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis identified device malfunction with the returned pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital a month before surgery due to weak cylinder stiffness. A revision surgery was performed and inspection showed that the device was not defective, but it was determined that the cause of the weak stiffness was a lack of saline solution. The reservoir was refilled with saline and the pump and right cylinder were replaced at the discretion of the doctor. The patient improved and had a stable outcome following the procedure.

Event description:
It was reported that the patient visited the hospital a month before surgery due to weak cylinder stiffness. A revision surgery was performed and inspection showed that the device was not defective, but it was determined that the cause of the weak stiffness was a lack of saline solution. The reservoir was refilled with saline and the pump and right were replaced at the discretion of the doctor. The patient improved and had a stable outcome following the procedure.